Event description:
Tampon tops keep breaking off and no string [device breakage]. Case narrative: consumer reported via email that the tampon tops keep breaking off, no string. No injury was reported.

Manufacturer narrative:
There is insufficient information to perform an investigation.